Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy while using an ophthalmic console the vitrectomy function stopped working . Surgery was completed by replacing the equipment and patient harm was not reported.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6 and h.10. The company representative replicated the reported event. The nonconforming pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).